Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-08. The rep confirmed that the lead came through the skin. The components would not be returned because the customer discarded them. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
It was determined that is more applicable than the previous patient code applied. Further review indicates that is not applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient would be having a completed replacement of their leads and stimulator on (B)(6) 2018 due to an existing peripheral lead protruding from the patient¿s skin. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. There was a visit to the physician to verify the lead protruding from the skin. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Product ID 97715, serial# (B)(4), implanted: (B)(6) 2019. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-18. The patient had their spinal cord stimulation (scs) generator replaced on (B)(6) 2019 to perform for high density power needs and decrease recharge burden. The surgery on (B)(6) 2018 was only a lead replacement. During an impedance test today with the old ins, electrode were out of range. After connecting the new ins the same electrodes were out of range. The physician was updated and the reason for the out of range electrode is unknown. The rep programming around the out of range electrode to achieve stimulation/pain relief needed from patient. No further complications were reported/are anticipated.